Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the camera cart of the navigation system cycled and the pcoip screen appeared. It was noted that the pcoip reconnected without prompt from the user. It was noted that the navigation system had been powered on for about three hours and that the site was finished with navigation when the reported issue occurred. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided. Medtronic received information that while troubleshooting the navigation system, the pcoip cycled twice.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that mac address: d8:9e:f3:de:e9:49 pcoip client was tested and logs indicated 7 software caused reboots. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.